Event description:
The customer reported that while the unit was in use on a pt, the unit went on standby three times while she was checking on a pt. No pt injury was reported.

Manufacturer narrative:
There was no manufacturing or product defect. The company representative was unable to duplicate the reported problem. The unit was tested to factory specification. It functioned normally and was returned to the customer.